Event description:
Subsequent to the initial MDR, additional information was provided on 12/29/2022. It was reported that after the patient's follow up doctor¿s appointment on (B)(6) 2022, her sight has not been fully restored but is at about 50 percent of normal and she was told it can improve further. Treatment for the hyperglycemia event was a self-administered injection of novrapid insulin. When she went to the hospital the day of the event she was taken by a neighbor. At the time of follow up she stated that she was doing better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated she felt dizzy, had high pressure and bleeding in her right eye, and lost sight in that eye completely. Her cgm was displaying 90 mg/dl but her bg was 348 mg/dl and then 595 mg/dl and she had high ketones. She felt the eye pressure when her bg values increased. She went to the emergency room (ER) when she lost her vision. From the hospital she was sent to an eye clinic the same day to have an ultrasound. At the clinic she was prescribed eye drops (simbrinza 10 mg) to reduce the high eye pressure. She stated that this worked, and the pressure went back to normal. At the time of the report she had recovered 30 percent of her vision and it was continuing to gradually improve. No treatment for the hyperglycemia was reported. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.